Event description:
It was reported the customer was hospitalized for high blood glucose. The customer was in accident a few weeks prior to the hospitalization and the pump slammed against the steering wheel in the accident. It was also reported, the patient was nauseated and vomitting prior to hospitalization and found leak in the reservoir compartment. Troubleshooting was performed and pump programming and function appeared to be normal.

Manufacturer narrative:
Unit passed the seat, rewind and basic occlusion and occlusion test. No physical damage noted on display or case.